Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.